Event description:
It was reported that the patient underwent surgery in 2007, for multiple level posterior fixation. Sometime post-op a rod was broken. The patient underwent a revision surgery to remove the rod. It was reported that during the revision the patient lost 3l of blood.

Manufacturer narrative:
Three rod pieces were returned to medtronic for evaluation. It appears that the rod on each side of the construct was fractured in the center of the radius that was part of contouring the rod at an acute angle. X-ray images have not been provided to assist in evaluation. Unable to determine cause of the event.